Event description:
Boston scientific received information that the patient with this device system reported suffering from a bacterial infection. The patient also noted that their physician suspected the condition was related to the device system. At this time, it is believed that the device system remains actively implanted. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.